Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft detachment occurred. A 06/3.50 flextome® cutting balloon® was selected to be used. While loading the balloon into the guide catheter outside the patient, it was noted that the catheter was fractured where the balloon and the catheter meet. The procedure was completed with another of the same device. No patient complications reported and patient condition was fine.